Event description:
Related manufacturer report number: 2017865-2024-34243 related manufacturer report number: 2017865-2024-34247 related manufacturer report number: 2017865-2024-34248 related manufacturer report number: 2017865-2024-34251 related manufacturer report number: 2017865-2024-34254 it was reported during device upgrade that the right ventricular lead and atrial leads were stuck together, so both were explanted.. A left ventricular lead was positioned but dislodged, as did its two replacements. During positioning attempts the newly implanted atrial lead was dislodged and had to be exchanged. A replacement right ventricular (rv) lead was positioned but dislodged. Attempt to reposition the rv lead was unsuccessful as the helix would not re-extend. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.